Manufacturer narrative:
The customer requested a quote for a replacement display with no engineer evaluation.

Event description:
It was reported to philips that the display screen is completely black and there are no back-lights. There is no patient involvement. This report was generated pursuant to quality plan (B)(4) - quality plan ¿ ecr als service record remediation.